Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy for uterine leiomyomas, after the uterus was cut, the vaginal stump was sutured. Upon suturing process, the needle tip was broken. The surgery was stopped immediately, the needle tip was found in the intestine. The broken needle tip was anastomosed by the contrast length, and the abdominal cavity was examined by filming. It was confirmed that there was no residue in the abdominal cavity and the suture was replaced and continued to complete the surgery. Surgery time was prolonged and there was increased in wound bleeding.